Event description:
The lay user/patient called lifescan (lfs) in 2005 and alleged that his meter was missing segments. The medical affairs specialist spoke to the pt the next day with the assistance of the language line spanish interpreter and obtained/verified the following information. Approximately two weeks ago, the pt was unable to test on his meter for approximately 4 days. He continued to take his insulin regimen of 70/30, 30 units in the morning and 25 units in the evening. He went to the hospital to have his blood glucose tested because he felt dizzy and sweaty at the time of testing. The blood glucose result at the hospital was 500 mg/dl. He was treated with IV fluids and insulin. He was discharged the same day when his blood glucose result was 130 mg/dl. The pt was unable to obtain an actionable glucose result, which led to a hospital visit, where the pt had hyperglycemia. The meter issue was not resolved and a replacement meter has been sent.